Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for follow up in clinic, intermittent non-sustained oversensing due to the sub threshold programmed settings on right ventricle(rv). The left ventricular (lv) lead threshold was noted to be low. There was loss of biv capture. Programming changes were made. The patient was stable.